Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that yellow alarm occurred for a patient in bed 4-1 b2 that should have been a red alarm. The patient ended up with a pacemaker implanted during the night.

Manufacturer narrative:
Data from this event, including alarm audit logs, and patient strips, for this event were provided to a philips senior clinical specialist (scs) for review. The scs indicated that the patient had very tall p-waves which were labeled as v, and thus when the patient went into heart block the p waves were counted as beats instead of what they were, and so asystole was not called. The scs stressed the importance of looking at beat labels, especially in the presence of very high p waves, and also stressed the importance of choosing a lead without a tall p wave. A philips field service engineer (fse) went onsite and informed the customer biomedical engineer (biomed) that the staff should do a relearn at the central station, check that the patients ECG electrode are placed correct according to the telemetry transmitter config (easi; standard), check that primary and secondary leads are optimally placed and, print out relevant alarms on paper. There was no product malfunction; this is a user issue. The cause was determined to be tall p-waves which were labeled as v, which was due to the lead chosen not being optimized. The customer was informed of the investigation results, and provided information on the importance of choosing a lead without a tall p-wave. No further investigation or action is warranted at this time.